Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 26-year-old female patient who had essure (batch no. 627298,664658) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian pain. Concurrent conditions included overweight and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. In november 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("injuries and damages: hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral oophorectomy). Essure was removed on 1-apr-2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: * the right tubal ostia with 3 trailing coils left after insertion.on the left ostia, next the essure implant was inserted and after off-loading, 4 trailing coils were appreciated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Uterus, bilateral fallopian tubes, and left ovary; resection. Myometrium with no lesions identified. Cervix, negative for dysplasia. Left ovary with cystic follicles. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Her demographic was added. Her historical condition were added. Lab data was added. Essure lot no was added. Concomitant medication were added. Following event ; injuries and damages: hormonal changes, abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 26-year-old female patient who had essure (batch no. 627298,664658) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian pain. * uterus, bilateral fallopian tubes, and left ovary; resection · myometrium with no lesions identified. · cervix, negative for dysplasia. · left ovary with cystic follicles. Concurrent conditions included overweight, ovarian cyst and endometriosis. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have hormone level abnormal ("injuries and damages: hormonal changes") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: * the right tubal ostia with 3 trailing coils left after insertion. On the left ostia, next the essure implant was inserted and after off-loading, 4 trailing coils were appreciated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Lot number: 627298 manufacture date: 2008/05 expiration date: 2010/05. Lot number: 664658 manufacture date: 2009/08 expiration date: 2012/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 26-year-old female patient who had essure (batch no. 627298,664658) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian pain. * uterus, bilateral fallopian tubes, and left ovary; resection · myometrium with no lesions identified. · cervix, negative for dysplasia. · left ovary with cystic follicles. Concurrent conditions included overweight, ovarian cyst and endometriosis. Concomitant products included ibuprofen. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have hormone level abnormal ("injuries and damages: hormonal changes") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral oophorectomy). Essure was removed on(B)(6)2014. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and female sexual dysfunction had not resolved and the genital haemorrhage, vulvovaginal pain, abdominal pain lower, hormone level abnormal, vaginal haemorrhage, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: * the right tubal ostia with 3 trailing coils left after insertion.on the left ostia, next the essure implant was inserted and after off-loading, 4 trailing coils were appreciated. Patient received treatment for events -abdominal pain, pelvic pain, apareunia diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6)2011: results: total bilateral occlusion. Lot number: 627298 manufacture date: 2008/05 expiration date: 2010/05 lot number: 664658 manufacture date: 2009/08 expiration date: 2012/08 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received- outcome of events abdominal pain, pelvic pain, apareunia, menorrhagia updated to not recovered / not resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (had surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.